Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a coagulum formation occurred on the catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the coagulum reported does not appear to be manufactured related.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under PMA # (B)(4). Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a coagulum formation occurred on the catheter. Radiofrequency (rf) ablation was performed in left atrium using the thermocool smarttouch sf nav via stockert smartablate in power mode. The patient received heparin and anticoagulation was maintained at more than 300s at all times, whereas the nacl solution used for the catheter was heparinized. At the end of the procedure when the catheter was removed, the physician recognized something resembling coagulum on the tip of the catheter. No technical issues or warnings occurred during the procedure. The procedure was completed successfully and no other catheter was used as the coagulum was seen after the procedure. There were no clinical symptoms or consequences for patient. Upon request additional information was received on the event. There were no issues related to temperature and flow on the catheter. The physician did not consider the coagulum to be excessive or considered it a potential risk to the patient. The patient has not exhibited any neurological symptoms since the procedure was completed. However, this event is indicative of a reportable event due to the potential risk to the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).